Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was taken to the emergency room after all of the settings in the insulin pump were lost. The customer was called at home for troubleshooting. Verified with the customer that the insulin pump was programmed correctly. The customer stated that the insulin pump was functioning properly at this time. The customer's reported blood glucose reading was 137 mg/dl. Nothing further was reported.